Manufacturer narrative:
The gore¿ cardioform septal occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: new arrhythmia requiring treatment.

Event description:
The following information was obtained through the clinical study (B)(6): this case was originally reported in psts event (B)(4) with event date of (B)(6) 2020. Reported at that time was the following: it was reported the physician implanted a 25mm gore¿ cardioform septal occluder on (B)(6) 2020. On (B)(6) 2020 the patient presented with paroxysmal atrial fibrillation. The arrhythmia resolved without treatment. On october 6, 2021 additional information was provided from the clinical study (B)(6): event date updated to (B)(6) 2021. Further update provided indicates the paroxysmal atrial fibrillation resolved with treatment on (B)(6) 2021.